Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the jaws of both instruments had become damaged and could not hold a clip properly, making the instruments non-functional. No conclusion could be reached as to how this damage occurred. This inquiry was orginally reported as an rpo "record purpose only." If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each intrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was applied during a laparoscopic cholecystectomy. It spit clips without forming. Another device was used to complete the case. There was no consequence to the pt.